Event description:
(B) (4).

Event description:
It was reported the lead was oversensing causing inappropriate shocks and there was increased noise. The lead was explanted and replaced. No further patient complications were reported as a result of this event.

Manufacturer narrative:
If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) outer insulation separation. Full lead returned and analyzed.